Event description:
Fiber overheated and stopped working after 8000 joules. Voluntary MDR processed, no adverse events, pt condition fine. Procedure completed successfully with a different device (viper trode).

Manufacturer narrative:
As of 07/07/06, it appears that the fiber will not be returned for analysis. No further investigation is possible. Corrected information: on the end user facility medwatch report, the device MFR is incorrectly listed as boston scientific corp. The MFR of the duotome 550 fiber is lumenis.